Manufacturer narrative:
Device passed self test and displacement test. No unexpected a39 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that they were able to clear the alarm and able to complete rewind. Customer also reported that the insulin pump error occurred again six times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.